Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failure is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The customer's mother reported via phone call that the insulin pump had audio issue. Customer's blood glucose level was 176 mg/dl. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.